Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, her near and intermediate vision in both eyes have worsened, the right eye being worse than the left eye. She reported that letters have a shadow behind them and lights at night are painful. She also reported seeing halos around lights and that they have a "spider web" effect to them. The consumer reported her distance vision is excellent. Medical records were requested and received. The consumer had a history of fuch's corneal dystrophy, dry eyes, emphysema, chronic obstructive pulmonary disease, hypercholesterolemia, skin cancer, and coronary artery bypass surgery (pre-existing). On the day of surgery, following the implant, the consumer's intraocular pressure was elevated to 56 mmhg and a paracentesis was performed. Following the paracentesis, the iop dropped to 10 mmhg and the consumer was treated with medications. On the first postoperative day, the consumer reported pain, redness, tearing , a gritty sensation and blurry vision. She reported that she had fallen three times the previous night. She stopped using any of her postoperative medications because they made her eye feel worse. A corneal abrasion was noted and medications were started. At one week postoperative, the consumer reported her eye felt better, but she was noting some "strobe lights" in her peripheral vision. She did report that her vision had improved. At her six weeks postoperative visit, the consumer reported that her vision was fuzzy at all distances. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/24/2010 and 12/09/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 11/23/2010. (B)(4).